Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs found no evidence of the customer's report. The event battery was not returned for investigation. No trend is associated with reports of this type.